Event description:
The customer reported that the monitors went dark at power up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. A filament calibration was performed. The system was tested and found to be working as intended and put back into service.